Manufacturer narrative:
The device is not available as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient may need to undergo a revision surgery due to loosening of the talus and pain.

Manufacturer narrative:
The reported event could not be confirmed, based on available medical record and information provided in complaint. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: CT scans are of insufficient quality to be reviewed by our hcp's. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient may need to undergo a revision surgery due to loosening of the talus and pain.